Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The 80% stenosed lesion being treated was located in the moderately tortuous, mildly calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.0 x 15 mm balloon, inflated to 16 atm for 30 seconds. The physician implanted an unk size taxus liberte drug eluting stent, inflated to 16 atm for 30 seconds. The stent was post dilated with a 2.5 x 12 mm balloon, inflated to 20 atm for 30 seconds. The stent was well apposed. Post procedure medications included aspirin and plavix. Two yrs and nine mos post the initial stent placement, angiography identified in-stent restenosis in the proximal portion of the taxus stent. The physician used a promus stent to 're-open' the lesion. Pt status reported as "stable".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A ship history was performed which indicated that no batch was shipped to this customer. The most probable root cause classification is anticipated procedural complication.